Event description:
It was reported that "shortly after" her implant in (B)(6) 2011, patient's catheter came out and wrapped around the pump. Patient underwent a revision. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Event description:
Additional review indicated that the patient stated the physician couldnt find the hole to refill the pump, and it came to find out the catheter had dripped over and the catheter was wrapped aound the pump.

Manufacturer narrative:
(B)(4).